Event description:
The suspect device was received by the manufacturer and is pending completion of product analysis.

Event description:
It was reported that during an initial implant procedure, high impedance was persistently seen. The lead connector pin was removed and reinserted several times, but high impedance was still seen. Generator diagnostics with a test resistor were completed, and the generator was verified to be performing as intended. The surgeon decided to implant a different lead, and the impedance was then ok. The suspect lead has not been received by the manufacturer to date. Lead device history record was reviewed for the suspect device. The lead passed all quality control measures prior to distribution, and there were no unresolved nonconformances found prior to distribution. No additional relevant information has been received to date.

Event description:
Lead product analysis (pa) was completed. The lead was returned in one complete piece. Resistance measurements of the returned lead are within tolerance for a full lead assembly. Setscrew marks on the connector pin indicate that at one time proper connection between the generator and lead was present. No discontinuities were identified within the returned lead assembly. Lead electrodes including the anchor tether were installed in a training fixture with no anomalies identified that would prevent placement of the electrodes or anchor tether. Other than typical wear and manipulation of the lead at surgery related observations, no anomalies were identified in the returned lead. No additional relevant information has been received to date.